Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient experienced diaphragmatic stimulation. Device was reprogrammed and the issue resolved. The device remains implanted.